Event description:
The customer reported the system was displaying a high ma error code after fluoro, and a temperature sensor error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken wire in the high voltage cable. System operates as intended. (B)(4).